Event description:
It was reported that during an implant attempt, the helix was extended but then the helix "wasn't able to store completely." "Because of the failure to store helix completely" another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) - the full lead was returned and analysis found that the helix/lobe was distorted/bent. It was noted that the lead appeared to have been damaged at implant. Visual analysis indicated that the lead was returned with the helix stretched, distorted/bent. However, the helix was able to be extended and retracted within specification. The helix length was out of specification due to the helix distorted/bent.